Manufacturer narrative:
Event date was unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the power supply was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger device had an unspecified defect. During in-house engineering evaluation, it was observed that the power supply was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.